Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. The device was returned without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event have been unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the proximal segment was returned where it was discovered that the inner insulation was breached due to metal ion oxidation, there was blood on all conductors (not obstructed) and the outer insulation had melted and was breached cut.